Manufacturer narrative:
Manufacturer's investigation conclusion: although low speed events and power elevations were confirmed through the analysis of the submitted log file, a specific cause for these events could not be conclusively determined. The account reported that the patient had two low speed operation events. It was reported that the account checked the patient¿s system monitor history and the events did not seem to be related to pi events. The submitted epc log file, dated (B)(6) 2020, captured two drops in speed below the low speed limit of 8000 rpm (as low as 7780 rpm) at timestamps 1041 days, 16 hours, and 20 minutes and 1041 days, 16 hours, 26 minutes. These low speed events were accompanied by a low speed advisory alarm. Also of note, several elevations in power (as high as 13.2 w) and corresponding flow (as high as 11.2 lpm) were captured. Two of these elevations occurred during the aforementioned low speed events. No additional atypical alarms or changes in pump parameters were recorded and the pump speed remained above the low speed limit for the remainder of the log file. It was later reported that no special interventions had been taken. It was reported that, if the alarm persisted, the patient would notify the hospital. The cause was not identified. The patient remains ongoing on vad support. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event took place at (B)(6) . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had two low speed alarms that weren't associated with pi events. Possible causes were something passing through the pump since there were power elevations around that time, or a percutaneous lead issue since the event occurred while connected to the power module.